Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 346 (mg/dl). Reportedly, customer believed that it may have been caused by eating dinner or an undefined illness; however, customer did not provide specific information for either suspected cause. Customer delivered a correction bolus and increased her basal insulin rate to treat bg levels. Recommendation was made to consult with health care provider to discuss diabetes management.